Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2018. Explant date: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20729749/20990302.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.